Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had bent blades. A broken needle was returned loaded in left jaw of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic minimally invasive esophagectomy (mie) procedure. The suturing device was difficult to load and unload. There were no issues using the device. Four needles also broke. One half of the needle is still loaded in the device. All of the needle were retrieved. In order to resolve the issue and complete the case, a new suturing device was opened. There was no patient harm. The patient outcome is reported as no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic minimally invasive esophagectomy (mie) procedure. The suturing device was difficult to load and unload. There were no issues using the device. Four needles also broke. One half of the needle is still loaded in the device. All of the needle were retrieved. In order to resolve the issue and complete the case, a new suturing device was opened. There was no patient harm. The patient outcome is reported as alive, no injury.